Event description:
Same case as MDR# 6000089-2006-02490 and 6000093-2006-02469. It was reported by the patient that eight days following a coronary drug eluting stenting treatment procedure, the patient experienced complications and was hospitalized. The consumer called and reported that she had three taxus express2 drug eluting stents implanted. One stent was size 2.5x24mm and the other two stent sizes were unk. The patient reported that eight days later she developed a "fever to 104 degrees and pain in my groin where the stent was placed." The patient was then hospitalized for three days. The patient reported that her health care provider told her "it was not an infection but blood had seeped out when the stents were placed." She also reported that she had "low blood pressure' and was placed on "high doses of antibiotics." The fever and low blood pressure resolved. She also reported that a non-boston scientific stent was implanted 9 days before these three taxus express2 stents were implanted. Additional information has been requested.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.